Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on july 12, 2024, with lot number 2576699. Based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening on radius side assessed, as surgical impact opening (shell thickness within specification). As per the investigation procedure: non-penetrating nicks was completed. And none of the observations are found to be potentially related to the manufacturing process. No further actions are required.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10aug2024.